Event description:
Amsco surgical bed stopped working during surgical procedure. Bed working prior to start of procedure (procedure was anterior/posterior fusion). Remote and manual switches on bed not working even though remote showed power to the bed. This caused us not to be able to raise and lower the bed for fluoro, thus requiring use of flat plate x-ray and causing surgical procedure to be longer than expected. Biomed contacted intraoperatively for assistance. Bed assessed by biomed. Trouble shooting by biomed ineffective. Manufacturer contacted by biomed for assistance on bed post-procedure.